Manufacturer narrative:
H2, h3, h6) the 9735764 computer (lot number: 2126f00548) was returned to the manufacturer for evaluation. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. No failures were found. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735764, lot number: 1722c00278 h3, h6: the computer, lot number: 1722c00278, was returned to the manufacturer for analysis. Computer powered up when main power was applied but did not display image to monitor due to a bad graphics card. The reported event could be duplicated by medtronic personnel. Codes b01, c13, and d02 are applicable to this analysis. H6: a1102 - error message a110201 - issue on boot up medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was crashing and could not be used reliably. The representative performed troubleshooting. It was reported that upon booting up the system, the main cart displayed the medtronic splash screen in a stretched, distorted resolution and the camera cart monitor displayed no source signal. The issue persisted after a hard reboot and disconnecting the interconnect cable. The ssd was swapped with a known working system. The issue persisted. The representative swapped video connections from the back of the monitor with another known working system. Known working system displayed no video detected and this system displayed video input as expected. Technical services (ts) suspected the issue was due to the computer graphics processing unit. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: implant date n/a; explant date. Section d references the main component of the system. Other medical products in use during the event include: computer 9735764 nav with pcoip s8 svc. H3) onsite functional and visual examination was performed by a manufacturer representative. The computer was found to be malfunctio ning. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.